Event description:
Kimberly-clark received a complaint indicating that "while a physician was pulling a feeding tube through the abdominal opening, it pulled apart". It was reported that the part was retrieved with a scope. There was no report of any pt injury and the replacement peg tube was placed successfully. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident has not yet been received for eval. However, the review of the device history record for the lot number provided found no anomalies to be documented. Investigation is in-process. A supplemental report will be sent when additional info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.